Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced iesu to resolve the issue with energy output. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have errors. The reported event was confirmable using logs. Significant capacitor leakage smell noted during initial visual inspection. Unit in otherwise in normal cosmetic condition; no visual issues noted relating to reported event. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was experiencing energy issues. The clinical sales representative (csr) called in to report that bipolar energy was not functioning, while monopolar energy remained unaffected. A power cycle of the integrated electrosurgical unit (iesu) was attempted, but the issue persisted. Logs were reviewed by the technical support engineer (tse), which confirmed the reported issue. The tse then advised utilizing an alternate tower if available or switching to a force triad unit as an alternative solution. The procedure was completed with no reported injury.